Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during the patient's pd treatment. The fluid leak source and location were not specified during the initial call. The patient was connected during the incident. The patient had received an m31 air detected in cassette warning during drain 1 of 4 of treatment. The patient was advised due discontinue use of the cycler and revert to continuous ambulatory peritoneal dialysis (capd) therapy. The patient knew how to perform capd but stated they would not perform manuals. There was no patient injury noted. The cycler was replaced. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during the patient's pd treatment. The fluid leak source and location were not specified during the initial call. The patient was connected during the incident. The patient had received an m31 air detected in cassette warning during drain 1 of 4 of treatment. The patient was advised due discontinue use of the cycler and revert to continuous ambulatory peritoneal dialysis (capd) therapy. The patient knew how to perform capd but stated they would not perform manuals. There was no patient injury noted. The cycler was replaced. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.